Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" on glucose monitor. Customer administered a correction bolus via pump to address bg level. Reportedly, customer was feeling dizzy and experiencing a headache. Customer suspects the changes they made to their settings contributed to the low bg and was educated on how changing the settings may affect insulin delivery. Customer acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.